Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that the first high out of range right ventricular (rv) shock impedance measurement occurred a few years prior. It also appears the tachy mode is set to monitor only therefore technical services (ts) did not recommend any programming or other considerations. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.